Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that upon booting the navio surgical system au, the "checksum test failed. (Errcode = 1000000000000)" error was triggered and could not be corrected event after multiple reboots. As this was noticed upon preventative maintenance activities, there was no patient involvement.

Manufacturer narrative:
H3, h6: the navio surgical system (au) corvalent cpu, sn(B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The checksum test failed, an error code (errcode= 100000000000000) was displayed. Ram memory was reseated with no change. As checksum indicates a corrupt application or idb, the application and idbs were reloaded. The system now boots without an error. An image was provided. The image provided confirms the error displayed. The most likely cause of this event is a result of a corrupt application or idb file. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Manufacturer narrative:
H3, h6. The navio surgical system (au) corvalent cpu, (B)(6). , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The checksum test failed, an error code (errcode= 100000000000000) was displayed. Ram memory was reseated with no change. As checksum indicates a corrupt application or idb, the application and idbs were reloaded. The system now boots without an error. An image was provided. The image provided confirms the error displayed. The most likely cause of this event is a result of a corrupt application or idb file. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.